Event description:
The customer reported a leak inside the coulter lh 780 hematology analyzer. The instrument was failing latron during startup when the leak was noticed. The volume of the leak was about half a cup and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found that the rinse cup was out of adjustment and was not moving all the way up to the rinse position causing a leak at the probe. The fse readjusted the rinse cup and the instrument ran without any leaks. The fse also noticed that the instrument was failing latron. The fse found that the lower sheath restrictor was partially clogged. He replaced the lower sheath restrictor and the instrument passed all parameters during start up. The repairs were verified per established procedures. (B)(4).